Event description:
It was reported that a large volume folfusor had a torn coil cap. This was observed before use. There was no patient involvement. No additional information is available. Report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.